Event description:
Patient presented to the physician with movement of the ipg within the pocket, causing pain. Physician brought the patient into the or, and upon surgical exploration, the leads were found to be twisted and the ipg sutures detached. Twiddler was suspected. Physician untangled the leads, re-sutured the ipg, and closed.